Event description:
A customer contacted beckman coulter inc. (Bec) reporting erroneous low nrbc results with instrument generated flags generated by their unicel dxh 800 coulter cellular analysis system on one specific patient analyzed twice on the same day on the same instrument as compared to results from a different instrument (lh 750) and the manual differential, which were considered correct. The results provided by the customer are shown in the attached document.

Manufacturer narrative:
Samples are collected in 3 ml greiner bioone vacuette dipotassium ethylenediamine tetra-acetic acid (k2edta) tubes. The sample tested was stored at room temperature and was 1 to 2 hours old. Controls analyzed in the morning before the incident recovered within expected ranges. The dxh 800 instrument is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). It was noted that the nrbc for the lh750 was reported as 600+ because 600 is the upper end of linearity. The manual differential nrbc count was reported as 350/ 15 white blood cells (wbc) because of the low wbc count. This would normally be reported as nrbc/100 wbcs as the instruments report. All other dxh 800 cbc and differential results were compared to the lh750 since these results were stated to be correct and a complete manual differential was not provided. The customer stated that it was not possible to do a manual differential on all slides because of the low wbc count. Further review of the printout provided for the initial dxh 800 run showed that ne% was high, and ly% and mo% were low compared to the lh750 but were accompanied by instrument generated flags. In addition, rbc, hgb, hct, and mpv were low, and platelet (plt) was high as compared to the lh750 with no instrument flags. Further review of the printout provided for the dxh 800 rerun showed that ne% was high, and ly% and mo% were low compared to the lh750 but were accompanied by instrument generated flags. In addition, rbc and hct were high, and plt and mpv were low as compared to the lh750 with no instrument flags. The cause of the erroneous nrbc results is unknown. The instrument generated system messages with r flags to alert the operator that operation of the system may be affected and to review the results (erroneous differential results were also accompanied by instrument generated flags; however, erroneous cbc results were unflagged). Per labeling from the dxh 800 instructions for use: - the dxh 800 system manager includes flags, codes, and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging sample results. - all system messages are accompanied by r (review) flags. A system message indicates an event occurrence that may affect the operation of the system, requires operator notification, or entry into a history log.